Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker was unsuccessful. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that programmer interrogation of this pacemaker was unsuccessful. Technical services (ts) reviewed troubleshooting options. This pacemaker remains in service at this time. No adverse patient effects were reported. Additional information received reported that this pacemaker was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.